Event description:
Surgeon was using stapler to cut bowel during a bowel resection procedure. Battery on stapler died while stapling. Surgeon was able to remove stapler from patient. Circulator replaced defective stapler and procedure continued without further issues.